Event description:
A customer reported that during a procedure, the system displayed an issue with aspiration and cutting. The case was completed using the same system and accessories. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and found the system to be functioning properly. Unrelated to the reported event. Preventive maintenance was performed. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).